Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited loss of capture, unsatisfactory impedance, and unsatisfactory sensing due to dislodgement. The rv lead was explanted and replaced. The patient was in stable condition